Event description:
It was reported that this right ventricular (rv) lead was explanted due to undersensing, which was suspected to be caused by the lead's position. A new, passive fixation lead was implanted. No additional adverse patient effects were reported. The explanted lead was discarded at the hospital. There was no concern with the lead function, only the placement.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device codes a070910 and a150202. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with a different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to the undersensing of atrial wave not because of the lead integrity issue but lead location. A new lead with a different model was implanted. No additional adverse patient effects were reported.